Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8300 failing co2 calibration. Technical support: 1. Perform co2 calibration. 2. Replace the oridion module. 3. Return to factory. Let biomed know to make sure there is enough co2 flow or the unit will fail. Biomed will try a new bottle of co2 and if fails again will send in unit for repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/07/2012 to the present date 01/16/2021 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Perform co2 calibration. 2. Replace the oridion module. 3. Return to factory. Let biomed know to make sure there is enough co2 flow or the unit will fail. Biomed will try a new bottle of co2 and if fails again will send in unit for repair. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported that the device failed co2 calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed co2 calibration. No additional information was provided. There was no patient involvement.